Manufacturer narrative:
Medtronic received additional information was received that 7 years and 10 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to moderate insufficiency. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 10 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve.  The reason for the intervention was not reported. No adverse patient effects were reported.